Event description:
It was reported that the patient's right atrial (ra) lead had high impedance, high threshold, and possible fracture. Further noted that there were no p-waves, and no capture. The physician was able to obtain measurements within normal limits through the analyzer, so it could not be determined if this was a lead or device issue. The patient had symptoms of fatigue and cannon atrial waves. The ra lead was capped and replaced; the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).